Manufacturer narrative:
The product was returned for analysis. Two photos of the iol were returned and assessed. The first photo shows implanted iol. There are dark marks/lines visible on the iol. The exact location of these marks/lines cannot be confirmed. The second photo appears to be a picture of an explanted iol. The optic appears to be cut. A segment of the optic is broken/torn and adhered to the optic surface. Additional observations were as follows: the device was returned loose in the carton. The lockout assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage observed. Iol was not returned. The lever is moving freely. The device is taken apart for further testing. Valve o-ring closer to the orifice at 12 o'clock position is pinched/damaged. Plunger is observed to be curved close to the plunger seal. Resistance felt when putting plunger back into the cylinder. The cylinder is put back in place and the device is reactivated with a new gas canister. Plunger creep is observed after reactivation. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A photo was returned showing an implanted iol. The returned photo appears to have scratch/mark on the optic. However, no conclusion could be determined from the photo. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens (iol) implantation, post activating the device a strange click was felt and when trying to implant the iol the plunger ran over. The iol was implanted into the eye and scratches on the optic were observed. The iol was explanted in the same procedure. Additional information was received stating the patient at the moment was doing well and without any complications.